Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to withdraw the catheter from the guidewire could not be determined. In this case, it is possible that there was damage to the guidewire, buildup of procedural contaminants on the guidewire, patient anatomical conditions, or device support may have contributed to the reported difficulty to withdraw the catheter from the guidewire; however, these conditions could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that when using the bmw (balance middleweight) guidewire with the dragonfly opstar oct (optical coherence tomography) catheter and / or a non-abbott ivus (intravascular ultrasound) catheter, it was noted that upon removing the oct/ivus catheter out of the patient after taking the imaging pullback, the oct/ivus catheter sticks onto the bmw wire and thus, also pulls the wire out of the patient with the catheter. Subsequently when using a non-abbott guidewire, the oct/ivus catheter does not stick to the non-abbott guidewire. There were no adverse patient effects. No additional information was provided.